Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), possible over delivery anomaly. The customer reported hyperglycemia, hypoglycemia treated with manual injection/insulin pen, glucose/carb intake. Customer reported the following led up to the event: dose button fell off. The event involved product(s) mmt-105nngyna. Customer reported broken/damaged inpen. Customer reported low bgs no further patient complications were reported. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Below codes are not accepting in h6 section. Investigation findings code - 3194. Investigation conclusions code - 140. Per visual inspection: missing injection button, electronic housing detached from dose knob, flex pcba missing from encoder base. Inpen received physically damaged. Dose detent bond and flex connector solder joints was broken cleanly. Unable to pair inpen due to missing flex pcba and missing electronic housing. Unable to perform functional test due physical damage. In conclusion: inpen was received with missing injection button, detached dose detent, missing electronic housing and missing flex pcba. Therefore, customer concern of inpen being physically damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.